Event description:
It was reported that left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the electrode tip found no anomalies. Electrocautery damage was noted in the outer insulation, which likely occurred during the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular (lv) lead was explanted due to dislodgement. No additional adverse patient effects were reported.